Event description:
It was reported that the implantable cardioverter defibrillator exhibited a non-sustained right ventricular oversensing alert due to unspecified oversensing. No intervention was performed. The patient was in stable condition and will continue to be monitored.